Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 14 mmol/l to 15 mmol/l and 9.9 mmol/l. The customer gave positive test for ketones and also experienced nausea, vomiting, abdominal pain and difficulty in breathing. The customer changed infusion set and gave herself manual bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The drive support cap was appears to be normal. The device will not be returned for analysis.